Manufacturer narrative:
Device analysis: the oad was received without the original guide wire. The oad exhibited damage to the nose cone assembly as a result of some form of impact. The damage appears to be the result of shipping and handling as the device was not returned in the original product tray. This damage is not considered a contributing factor to the difficulties experienced during the procedure. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed damage to the driveshaft as a result of the noted nose cone assembly damage and is not considered a contributing factor to the difficulties experienced during the procedure. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the driveshaft and crown were measured using a calibrated dial caliper and found to meet the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The damaged section of the driveshaft was removed to allow for further functional testing. An in-house .014" test wire was loaded through the device without resistance. When tested, the device spun at low, medium, and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be determined. As the original guide wire was not returned, a complete analysis could not be performed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the superficial femoral artery (sfa). A csi orbital atherectomy device was loaded onto the viperwire guide wire and advanced to the site of treatment. The physician successfully treated the lesion using the oad, but upon removal of the oad and guide wire, discovered that the tip of the guide wire had sheered off and was left in the patient. The tip of the wire was located in a distal collateral vessel and was not retrieved. The physician completed the intervention via balloon angioplasty. The patient status remained stable throughout the procedure. Requests for additional information were made of the facility, but were denied.